Manufacturer narrative:
The sodium electrode serial number and expiration date were not provided. The qc was within range. The investigation is ongoing.

Event description:
We received an allegation of questionable sodium electrode result for one patient sample tested on a cobas pro ise analytical unit. Initial result: 151.8 mmol/l. The customer questioned the initial result as it was high, and repeated the sample on a cobas pure analyzer. No questionable result was reported outside the laboratory. Repeat result: 143 mmol/l. The repeat result was deemed to be correct.

Manufacturer narrative:
The field service engineer performed preventive maintenance, which resolved the issue. No further issues were reported after the service visit. The cause of the event could not be determined.